Manufacturer narrative:
Based on the claim against the product by the customer noting tip was not rotating or moving properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch motion. The grips opened and closed properly. No dsp or engagement logs are available for review at this time. No failures were observed during log review. Additional observation not reported by site: the instrument was found to have a loose snake wrist cable at the proximal end when the housing was removed. This failure likely caused the intuitive motion failure observed. No other damage was observed at the proximal end. Root cause of this failure is attributed to a component failure. The complaint regarding tip was not rotating or moving properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that the vessel sealer extend instrument articulating tip was not rotating or moving properly. Also, when inserted the instrument would shake. The instrument was tried on another other port, and the drapes were changed, however this did not help. The customer replaced the instrument with another vessel sealer extend and which worked fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was observed when the instrument was inserted and with continuation of the instrument use. The instrument shook and head would not rotate. The customer was unsure if the movements of the surgeon scale was appropriately to the instrument. The instrument move in the intended direction. Yes, the timing of instrument movement appropriate. There was shakiness and friction observed. There was not any instrument-to-instrument or system arm-to-arm interference. There was not any external collisions. The issue was persistent. The action taken when this issue occurred was to reset the instrument several times. No drape information available. An additional instrument was used which worked without issues. The drape is not available for return. No patient injury or harm. The instrument was inspected prior to use and no damage was observed. No media available for review.